Manufacturer narrative:
When the report was initially rec'd with the info we rec'd at that time; this report was deemed not to be reportable with a clinical opinion added to file. As there was no injury reported at the time of the report and that a smaller catheter would be used, and event would not cause a serious injury. Since then, the design authority for this product line has notified smiths medical keene after completion of a risk assessment that the root cause of the failure could have the potential to create pt injury if the suction catheter were to become lodged in the tube and if the user were to try to withdraw the suction catheter, there may be a risk of tube extubation. Results evals (other): investigation: the returned units were functionally tested and 20 of the 36 samples were confirmed to be undersized at the inner diameter of the tube. A review of our complaints history confirmed one other similar report on this device lot number. Due to report being confirmed, add'l testing was performed: 60 samples of similar prod from the stockroom were investigated for this fault and no discrepancies were observed. Prod from in-process, already curved, of similar prod was audited and no discrepancies were observed. In addition, 200 finished prods of a retain lot already sterilized were 100% inspected and no discrepancies were found. Root cause: the hypothesis of root cause for this event was attributed to: the tube being extruded incorrectly by the tube supplier. Variation in the amount of material extruded due to viscosity of material changing for changes on the temp. Tube being mis-labeled by the supplier. Preventative maintenance schedule was not followed (puller slips or puller tension not properly adjusted). Corrective action: the following actions were conducted. 100% occlusion test to the 3.0 mm plain tubes after the tube curving operation using an 8fr. Catheter for 3 mos. The results of the 100% inspection were evaluated daily for a period of three mos in order to determine the main cause of the problem. With no similar findings revealed inspection returned to "normal" after three mos monitoring. This report has been logged for trending.